Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer performed maintenance on the analyzer and received analyzer alarms. Discrepant ion selective electrode (ise) results were received for two patient samples. Of the data provided only the chloride result for one patient was discrepant and reported outside the laboratory. The initial result was 117 mmol/l and was reported out. The sample was repeated on another cobas c501 analyzer and the chloride result was 97 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The chloride electrode lot number and expiration date were requested, but were not provided. The field service representative found the ise sipper probe was contaminated and replaced it. The customer ran calibrations and controls. All results were within control limits.